Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty resistor on the main board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test and inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.